Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed sensor error. The blood glucose reading was 470 mg/dl, which was treated with the insulin pump. Advised replacement of the sensor. Nothing further reported.